Event description:
(B)(6) home health rn (registered nurse) reported pt (patient) had allergic reaction to hizentra infusion (B)(6) 2025. Rn reported a few minutes into infusion pt started to feel itchy, rn switched out tape and that is when rn noticed freedom pump malfunctioned and infused the total amount in a few minutes instead of an 1 hour and 43 minutes as expected. Rn confirmed they set up pump with correct tubing/needle set. Pt had hoarse voice, itchiness, redness at infusion sites, nausea and heart palpitations, no shortness of breath. Rn gave IV (intravenous) solumedrol, epi-pen, benadryl, cimetidine and cromolyn. Rn was unable to get IV access to give IV fluids as per anaphylaxis protocol. Rn stayed in pt's home for 3 hours and pt was able to fall asleep. Rn went back to pt's home today for follow up and pt is not having any concerns. All known information is contained on this form. Consent to contact the reporter has not been received, for follow up please contact the prescriber. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if medical doctor is aware. Dose/amount: hizentra 20% prefilled syringe ¿ 12 gram. Hizentra indication: common variable immunodeficiency, unspecified; selective deficiency of immunoglobulin g [igg] subclasses; antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Did pt miss a dose or have an interruption to therapy? ¿ unknown. Did adverse event(s) result due to product issue? ¿ unknown. Did pharmacy replace device? ¿ yes. Is device associated with event available for return? ¿ unknown.